Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective cooling engine (ce), likely due to a failed component. An event log data review was performed and showed a tcmid:06 (ce post failure) error message to have occurred around the customer's reported event date, thus confirming the reported complaint. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The cooling engine needs to be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(6).

Event description:
During device check, the thermogard console (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message on during power-on self-test. No patient involvement.